Manufacturer narrative:
The referenced treatment on (B)(6) 2017 for a driveline infection was reported under MFR report # 2916596-2017-02798. Approximate age of device- 3 years, 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to a chronic driveline infection. Cultures were (B)(6) for (B)(6).

Manufacturer narrative:
The explanted pump was disposed of following the exchange. A specific cause for the infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use and patient handbook also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.